Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm failed battery test due to critical pump error or open book image alarm.

Event description:
The customer reported via phone call that their insulin pump had battery failed alarm and low battery alarms. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for battery failed alarm. Contacts were not missing, damaged, or corroded. The insulin pump will be returned for analysis.